Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 693 mg/dl. The customer did not have any supplies during the phone call to troubleshoot the insulin pump. However the programming was checked and it was correct. Also, there was a no delivery alarm in the alarm history, which occurred prior to the hospitalization. No further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.